Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that there were kinks in tubing that prevented a transfusion of blood products in a hemorrhaging patient during a separation from cardiopulmonary bypass. The clinician states, "we were delayed in transfusing blood products secondary to the tubing being smashed together. This resulted in temporary hypotension, corrected pharmacologically while mitigating the equipment issue. By hand moulding the tubing back open, we were able to achieve enough flow to transfuse." It was reported that the patient's blood pressure dropped from 90/50 to 82/49 at this time. After an administration of 32 mcg of norepinephrine and 1 unit of vasopressin, the blood pressure increased to 95/55. The event did not cause a delay that significantly impacted patient outcome, however medical intervention was required to correct hypotension until the hemorrhaging patient could be successfully transfused.

Manufacturer narrative:
The customer¿s report of kinks in the tubing was confirmed based on the customer provided photo and visual inspection of the received reported associate set samples. The reported suspect set was not received for evaluation. Visual inspection of the opened set observed kinks after the roller clamps were disengaged. Visual inspection of the unopened sets observed no kinks and the roller clamps being in the open position. Functional testing observed partial occlusion of the fluid flow at the kinked areas; however, the kinks were able to be massaged out. Activation of the roller clamp along a different area of the tubing for a short period observed a slight kink; however, the kink was also able to be massaged out. The root cause of the customer¿s report was due to the engagement of the roller clamp along the tubing for a long period. It is unknown the length of time the roller clamp was applied on the reported suspect set's tubing.

Event description:
It was reported that there were kinks in the tubing that prevented a transfusion of blood products in a hemorrhaging patient, during a separation from cardiopulmonary bypass. The clinician states; "we were delayed in transfusing blood products secondary to the tubing being smashed together. This resulted in temporary hypotension, corrected pharmacologically while mitigating the equipment issue. By hand, moulding the tubing back open, we were able to achieve enough flow to transfuse". It was reported that the patient's blood pressure dropped from 90/50 to 82/49 at this time. After an administration of 32 mcg of norepinephrine and (1) one unit of vasopressin, the blood pressure increased to 95/55. The event did not cause a delay that significantly impacted patient outcome, however; medical intervention was required to correct hypotension until the hemorrhaging patient could be successfully transfused.